Event description:
Healthcare professional later reported right side "hole, non-specific".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as smooth opening, one opening on anterior side assessed as fold flaw opening and one opening on radius side assessed as surgical damage. ¿ missing shell assessed as inconclusive. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "ruptured." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.